Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file showed 240 events spanning approximately 25 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 21:40, the no external power activated while connected to the mpu due to both white and black lead voltages diminishing to 5v. The backup battery was able to supply power to the controller until power was restored. The alarm cleared on its own shortly after once the patient switched to battery power. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and is still in use. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported during the investigation that the log file indicated there was a no external power while the device was connected to the mobile power unit (mpu). The patient did not recall the power cord coming loose from the connection with the wall or the mpu and there was no interruption in power to his house. The patient did not have a locking ac power cord. No further information was provided.